Manufacturer narrative:
Investigation: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. Clog test was conducted on 14pcs retention samples and all no needle clog found. Returned 9pcs np bent needle product was check by visual inspection system and it was rejected as defect parts. Pen needle product has 100% np end inspection by visual system, and defect part will be rejected automatically. Needle bent would have been caused by customer inserting needle into pen incorrectly.

Event description:
It was reported that during use of the pen needle 31gx5mm that customer found that the assemble was difficult and the needle was clogged. There were five occurrences. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the customer found that the assemble was difficult and the needle was clogged.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen needle 31 g x 5 mm that customer found that the assemble was difficult and the needle was clogged. There were five occurrences. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the customer found that the assemble was difficult and the needle was clogged.